Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer spoke with an olympus representative over the phone, who performed troubleshooting of the device remotely. The representative instructed the customer to perform the following: 1) turn the unit off. 2) clean the contact pins on the scope connector. 3) make sure the spring loaded sensor inside the clv-190 meets specification. 4) blow a bit of air inside the clv-190 connector. After these steps were performed, two tests of the unit confirmed that it was working according to specification. The customer did not require any further assistance from the representative once their device was returned into service. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that their evis exera iii xenon light source monitor displayed a b30 no image error. The issue reportedly occurred prior to the procedure, during setup. There were no reports of patient or user harm associated with this event.